Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. It was reported that stent deformation occurred during tracking and a stent strut was observed to be hanging out from middle of stent. It was stated that another stent was used with a guideliner support to deploy the stent. No patient injury was reported.